Event description:
It was reported to philips that the stand movements were partly available. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system and identified that stand movement partly available error. After reviewing log file, fse found the amc triple servo drive unit was defective. Fse replaced amc triple servo drive. After the replacement of the amc triple servo drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.